Event description:
It was reported a patient presented for an implant procedure on (B)(6)2023 . During the operation, the implantable cardioverter defibrillator (ICD) atrial port had a piece of metal that prevented the atrial lead from being inserted. Once the metal was removed and the atrial port was secured, high pacing impedance was noted. The ICD was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of a dislodged contact spring and high impedance was confirmed. The field reported that the atrial contact spring was dislodged and then removed from the header by the field. The device was received with a detached atrial contact spring and high impedance is consistent with the detached spring.